Event description:
The patient presented with a grade 5 sah. A ventriculoscopy was performed and the patient improved to a grade 4. An onyx embolization procedure was performed and reported that there was 100% occlusion of the aneurysm. The patient had a peri catheter hemorrhage from the ventriculoscopy catheter and an intraventricular bleed. A follow up scan was performed and the patient was stable. As a result of the bleed, cerebral edema, and intracranial pressure, the patient was placed in a coma. The family refused further surgical intervention. The patient was declared brain dead, and taken off life support in 2008.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation, it was consumed in the event.